Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the black box and alarm histories were unable to be downloaded. The returned battery cap contacts were within required specifications. Investigation revealed two cracks in the battery compartment and a pump casing crack near the upper right corner of the display lens. The returned battery cap was able to secure to the pump. There was no evidence of moisture observed in the battery compartment. Leak testing failure due to the casing cracks. The pump powered on to a blank display with functional auditory and vibratory features. A test display was inserted but remained blank. Additional testing for the alleged power issue could not be completed due to the blank display. The pump casing was removed and there was evidence of moisture corrosion found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.